Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the cuff was not performing as expected. The component was removed and replaced with no patient complications.